Event description:
It was reported by mother that the patient had been hospitalized after having a seizure due to hypoglycemia. The patient's blood glucose levels dropped to 60 mg/dl while wearing the pod between 24 and 36 hours (seizure occurred about 30 minutes after pod was applied). Patient initially had a seizure at diabetes camp and staff treated him with epinephrine first (due to food allergies), then glucagon. Patient recovered but was hospitalized for neurologic evaluation due to the seizure. While hospitalized, the patient was treated with intravenous (IV) therapy and the following evaluations were performed: 2 magnetic resonance imaging tests (mris), and electroencephalography (eeg) and electrocardiography tests. The patient was released after 2 days and the pod was removed at the hospital prior to an MRI. Additionally, patient was prescribed ativan, 1 mg for IV placement and 1 mg for MRI. Mother also stated that patient has hypoglycemia unawareness and "some other diagnoses that make him less likely to notice alarms", but did not wish to further elaborate on diagnoses.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia/seizure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.